Manufacturer narrative:
A device history record review was completed for provided material number 38831114 and lot number 4183704. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, the product was observed used and the needle was passing through the catheter component. It is worth noting that if the product was transfixed due to the manufacturing process, it would not be possible to use the product. It is most likely that this incident resulted from the use of the product. When performing the 360-degree rotation, the catheter may have been pushed forward, causing the needle to transfix the catheter during puncture. If there is a specific failure in the vision system during product assembly, a transfixed catheter may be released to the customer; however, it would not be possible to use the product if it was transfixed before use. A previous corrective and preventive action plan was implemented for this type of defect. The implementations were performed in september 2024, after the production of this lot number. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Street address exceeds characters limit: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte needle pierced the catheter. The following information was provided by the initial reporter, translated from spanish to english: we proceeded to perform peripheral venipuncture on a patient with probe number 24, a needle was introduced and when the needle was introduced, it bent and was removed from the patient's vein, a pediatric patient with difficult venous access. On (B)(6) 2025: I hereby allow myself to answer your questions in accordance with the investigation of the case. Has there been any repercussion for patients? R/ vein cannulation was not achieved since there was extravasation, it did not generate any other damage. Has there been any damage to patients/health professionals? R/none. Is the sample related to this incident available for analysis? If yes, please answer the following questions: r/ not available. How many units are available for pickup? R/ na. Is the sample contaminated? If yes, indicate the substance, r/yes, blood.